Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred twice on the same day. The use of the unit was stopped after the 2nd alarm. The unit was replaced. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board was replaced to address the issue. Additionally overall check, cleaning, and functional test were performed.